Event description:
Info rec'd indicates the head of the bed will not stay up.

Manufacturer narrative:
The technician found the manual CPR valve was leaking causing the head cylinder to slowly lose pressure. He replaced the manual CPR valve to repair the bed.